Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: minimum aortic neck length of 15mm. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke).

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt had a short infrarenal neck, less than 15mm. The renal arteries were covered and stented to lengthen the proximal implantation site. The pt tolerated the procedure. The pt suffered a transient ischemic attack (tia) shortly after the procedure. The pt is fine and was discharged from the hospital. The physician does not believe the tia was device related, he attributes it to the amount of the time the pt was under anesthesia.